Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 584 mg/dl. Customer had insulin injections. Customer performed a 5.0u fixed prime, but the insulin did not exit. Customer pushed the insulin slowly through the tubing and insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. No additional information provided.